Event description:
It was reported that the patient in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited loss of capture. Patient also claimed to have experienced fatigue. Programming changes were made. There were no patient consequences. Patient condition was unknown.